Manufacturer narrative:
This event is recorded by zimmer biomet under cmp (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery during post case clean-up that it was observed that the ablator handpiece was creating a spark on the mayo table. There was no harm or injury as there was no patient involvement and no delay was reported. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d2, d4, d9, d10, g1, g2, g3, g4, g6, h1, h2, h3, h4, h6, h11. The complaint was not confirmed. Based on the investigation, there was no fault found that would indicate a ¿spark¿ could occur without activation via the footswitch or handpiece. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.